Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe persistent abdominal pain (constant and sharp) / pain") in a 36-year-old female patient who had essure (batch no. 20240922) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and treatment noncompliance "she did not use use birth control or contraception at any time following your essure placement procedure." The patient's past medical history included psychological disorder nos, gravida ii, parity 2 (date of births: (B)(6) 1995; (B)(6) 2009), hyperemesis gravidarum, chronic disease, bladder disorder, unable to urinate, coughing, penicillin allergy, pap smear abnormal, chronic disease and fever. Previously administered products included for an unreported indication: nuvaring from 2005 to july 2010 and compazine. Concurrent conditions included dysfunctional uterine bleeding, metrorrhagia, urinary incontinence, stress incontinence, adenomyosis and leiomyoma nos. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("frequent and heavy and vaginal bleeding"). In (B)(6) 2013, the patient experienced anxiety ("anxiety / mental anguish"). On an unknown date, the patient experienced abdominal distension ("bloating"), dyspareunia ("painful intercourse went after essure removal"), weight increased ("weight gain"), gingival bleeding ("bleeding gums"), loss of libido ("my libido returned after essure removal"), depression ("depression/ aggravated psychiatric and/or psychological condition"), arthralgia ("constant joint pain"), alopecia ("significant hair loss") and migraine ("migraines"). The patient was treated with antiinflammatory/antirheumatic products, fluoxetine hydrochloride (prozac) and surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, abdominal distension, vaginal haemorrhage, dyspareunia, weight increased, gingival bleeding, loss of libido, arthralgia and alopecia had resolved and the depression, anxiety and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, depression, dyspareunia, gingival bleeding, loss of libido, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claime that any allergy to nickel or any other component of essure. She did not claime that essure worsened a previously existing injury/condition.she did not claime that experienced a hypersensitivity reaction to nickel or any other component of essure. She had not advised. Any complications or problems that occurred at the time of your essure placement procedure. She did not advised any complications from your essure removal procedure. No. Of trailing coils in uterine cavity: right- 4 coils and left - 5 coils removal details: total laparoscopic hysterectomy using the da vinci robot with removal of partial salpingectomy, trans obturator sling, and cystoscopy. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New reporters added. Lot number added. Historical and concomitant condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe persistent abdominal pain (constant and sharp) / pain") in a 36-year-old female patient who had essure (batch no. 20240922) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception at any time following your essure placement procedure" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included psychological disorder nos, gravida ii, parity 2 (date of births: (B)(6) 1995; (B)(6) 2009), hyperemesis gravidarum, chronic disease, bladder disorder, unable to urinate, coughing, penicillin allergy, pap smear abnormal, chronic disease and fever. Previously administered products included for an unreported indication: nuvaring from 2005 to (B)(6) 2010 and compazine. Concurrent conditions included dysfunctional uterine bleeding, metrorrhagia, urinary incontinence, stress incontinence, adenomyosis and leiomyoma nos. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("frequent and heavy and vaginal bleeding"). In (B)(6) 2013, the patient experienced anxiety ("anxiety / mental anguish"). On an unknown date, the patient experienced abdominal distension ("bloating"), dyspareunia ("painful intercourse went after essure removal"), gingival bleeding ("bleeding gums"), loss of libido ("my libido returned after essure removal"), depression ("depression/ aggravated psychiatric and/or psychological condition"), arthralgia ("constant joint pain"), alopecia ("significant hair loss") and migraine ("migraines") and was found to have weight increased ("weight gain"). The patient was treated with (), fluoxetine hydrochloride (prozac) and surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, abdominal distension, vaginal haemorrhage, dyspareunia, weight increased, gingival bleeding, loss of libido, arthralgia and alopecia had resolved and the depression, anxiety and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, depression, dyspareunia, gingival bleeding, loss of libido, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claimed that any allergy to nickel or any other component of essure. She did not claimed that essure worsened a previously existing injury/condition. She did not claimed that experienced a hypersensitivity reaction to nickel or any other component of essure. She had not advised. Any complications or problems that occurred at the time of your essure placement procedure. She did not advised any complications from your essure removal procedure. No. Of trailing coils in uterine cavity: right- 4 coils and left - 5 coils. Removal details: total laparoscopic hysterectomy using the da vinci robot with removal of partial salpingectomy, trans obturator sling, and cystoscopy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe persistent abdominal pain (constant and sharp) / pain") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, gravida ii, parity 2 (date of births: (B)(6)) and hyperemesis gravidarum. Previously administered products included for an unreported indication: nuvaring from 2005 to july 2010. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("frequent and heavy and vaginal bleeding"). In (B)(6) 2013, the patient experienced anxiety ("anxiety / mental anguish"). On an unknown date, the patient experienced investigation noncompliance ("she did not undergo essure confirmation test "), treatment noncompliance ("she did not use birth control or contraception at any time following your essure placement procedure"), abdominal distension ("bloating"), dyspareunia ("painful intercourse went after essure removal"), weight increased ("weight gain"), gingival bleeding ("bleeding gums"), loss of libido ("my libido returned after essure removal "), depression ("depression/ aggravated psychiatric and/or psychological condition"), arthralgia ("constant joint pain"), alopecia ("significant hair loss") and migraine ("migraines"). The patient was treated with antiinflammatory/antirheumatic products, fluoxetine hydrochloride (prozac) and surgery (partial hysterectomy to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, abdominal distension, vaginal haemorrhage, dyspareunia, weight increased, gingival bleeding, loss of libido, arthralgia and alopecia had resolved and the investigation noncompliance, treatment noncompliance, depression, anxiety and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, depression, dyspareunia, gingival bleeding, loss of libido, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter provided no causality assessment for investigation noncompliance and treatment noncompliance with essure. The reporter commented: she did not claimed that any allergy to nickel or any other component of essure. She did not claimed that essure worsened a previously existing injury/condition. She did not claimed that experienced a hypersensitivity reaction to nickel or any other component of essure. She had not advised. Any complications or problems that occurred at the time of your essure placement procedure. She did not advised any complications from your essure removal procedure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: case became valid on addition of following events: abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, depression, dyspareunia, gingival bleeding, loss of libido, vaginal hemorrhage, weight increased, investigation noncompliance and treatment noncompliance. Historical drug and condition added. Treatment drug added. Patient, reporter and product information updated. Essure legal manufacture has changed from bayer healthcare, (B)(6), milpitas to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.